Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump would not stop rewinding. The customer's mother also reported that the insulin pump alarmed failed battery test and weak battery. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.